Manufacturer narrative:
Avg age 58.1 years. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, per loveland et al acfas eposter 2017, "early results of using the reconstructive limb salvage system for treatment of charcot arthropathy deformities" it was reported that 20 patients underwent reconstruction for charcot neuroarthropathy. It was reported that a patient experienced nonunion which manifested itself into a stable pseudoarthrosis. Additionally, a patient experienced a beam fractured.